Manufacturer narrative:
No intuitive surgical, inc. (Isi) product has been implicated or returned for failure analysis (fa) investigation. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci assisted abdominoperineal resection, an unknown event caused a tear in the iliac artery which required an emergent conversion to open to achieve hemostasis. The vascular team repaired the artery with a graft. It was reported that the patient received a blood transfusion, but it is unknown how many. The patient is currently stable.